Event description:
The pipelines were resheathed less than or equal to 2 times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three pipeline stents became twisted and failed to open. The patient was being treated for an unruptured saccular aneurysm. The max diameter was 6mm. The neck diameter was 4mm. The distal landing zone 4.2mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate. All devices were prepared as according to the instructions for use (IFU).  While introducing pipeline shield 4.75 x 35 through marksman microcatheter it was twisted at the beginning with failure to be straighten after resheathing technique was used it also failed and another stent used with another microcatheter. The failure to open on the pipeline was on the proximal end. After failure to open the first stent another stent 4.75 x 20 was introduced through excelsior xt-27 microcatheter the stent was also twisted at its middle part with failure to overcome this twist with resheathing technique. The failure to open was in the middle section. After the failure of the previous two stents this stent pipeline shield 4.5 x 35 was introduced through excelsior xt-27 it was twisted from its distal end with multiple failed trials to straighten the stent. The failure to open was on the distal end. The pipelines were not positioned in a bend. They were not stuck in the capture coil. Less then 50% of the pipelines were deployed when it failed to open. The pipelines were resheathed more than 2 times. The pipelines was removed from the patient with the microcatheters.  No symptoms were reported. Dual antiplatelet treatment was administered.  Ancillary devices: cordis 8f sheath, guider softip 8f guide catheter, marksman microcatheter, synchro 14 guidewire, excelsior xt-27 microcatheter.